Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02685. It was reported, the pt has experienced heating at the ipg pocket site during charging. The patient stated, the issue started in (B)(6) but it resolved when she placed a towel and two t-shirts between the charger paddle and ipg. The sjm representative advised the pt of charging precautions. A replacement charger has been sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.